Manufacturer narrative:
(B)(4). The device has been received but the failure investigation is pending. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer reported that when unplugging the device the battery is depleted extremely rapidly even though device has been consistently plugged in for long periods leading up to unplugging it. Customer states device will not hold a charge when off of ac for even a few mins. In addition, the displayed battery level shows as low even when the device is plugged in. There has been no report of pt harm or medical intervention. Although requested, additional pt and event info has not been provided.